Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer manually delivered multiple boluses with their pump. The customer's blood glucose (bg) level subsequently decreased to 39 mg/dl. The customer received third party assistance from paramedics, who helped customer get a coke and provided crackers to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.